Event description:
Reportedly, the patient received a shock, but no alert was sent and no trace of this event could be found in the smartview website.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient received a shock on 29 december 2021, but no alert was sent and no trace of this event could be found in the smartview website.